Manufacturer narrative:
The complete lead was received for investigation. A visual examination was performed and no anomalies were noted. Electrical testing revealed no indication of conductor fractures or internal shorts. The helix mechanism was tested and was unable to retract and extend as it was clogged with blood and tissue. The helix was cleaned and was able to extend and retract within specifications. The only damages found on the lead were consistent with those occurring at the time of explant.

Event description:
Related manufacturer reference: 2017865-2017-01912. During follow up, it was noted that the right ventricular (rv) lead and atrial lead had become dislodged due to twiddler syndrome. In this position, the rv lead detected atrial fibrillation as ventricular fibrillation and inappropriate therapy was delivered. The rv lead was explanted and replaced. During the explant procedure, it was not possible to retract the set screw. The patient was in stable condition.

Event description:
During follow up, it was noted that the right ventricular (rv) lead and left ventricular (lv) lead had become dislodged due to twiddler syndrome. In this position, the rv lead detected atrial fibrillation as ventricular fibrillation and inappropriate therapy was delivered. The rv lead was explanted and replaced. During the explant procedure, it was not possible to retract the set screw. The lv lead was repositioned as no anomalies were noted. The patient was in stable condition.